Event description:
It was reported that the asymptomatic patient presented for an unrelated procedure. Increased threshold and no capture were noted on the right atrial lead. The lead was capped and replaced on (B)(6) 2017. The patient was stable post-procedure and will be followed normally.